Event description:
During lab testing there was trouble with deploying the enterprise stent (enf453712/01424666), and the unit was pull back to change the (mc) microcatheter, but there was a lot of resistance felt during pulled back from the prowler select plus microcatheter (606s255mx/15492246), and the unit snapped at the engagement gap just distal to the proximal coil/joint. The remainder of the stent was pushed out of the microcatheter from the distal end with and .016" wire. After removal of the distal piece, it was evident that neither the distal coil, the proximal coil, nor the positioning coil were properly soldered and were moving freely/loose on the core wire. It is unknown if the distal end of the distal coil was properly soldered, since a significant amount of force was put on delivery system when pushing it out of the microcatheter which could have potentially damaged the unit. However, there should have been no effect on the proximal end of the distal coil or either end of positioning coil from pushing. When the unit was prep/cut for sem, it was realized that the proximal end of the proximal coil was also not properly soldered and was also able to move freely on the wire. The distal end of the proximal coil was the only joint that was soldered properly, since the coil slipped off since it was not soldered at the proximal end. There was nothing done to the mc prior to usage. The event happened during lab testing, so the catheter was used multiple times with other enterprise systems, and no saline or constant flush was applied.

Manufacturer narrative:
During (B)(4) internal r&d lab testing, there was trouble with deploying the enterprise stent through the microcatheter. The enterprise unit was pull back to change the (mc) microcatheter, but there was a lot of resistance felt during pulled back from the prowler select plus microcatheter (606s255mx/15492246), and the enterprise delivery wire snapped at the engagement gap just distal to the proximal coil/joint. Further examination of the device found discrepancy with the coil solder points. As part of the review, it was identified that the involved prowler microcatheter was from a lot designated as not intended for distribution. Additionally, the enterprise was greater than 12 months past its expiration date. The distal end of the device was pushed out of the microcatheter from the distal end with and .016'' wire. After removal of the distal piece, it was evident that neither the distal coil, the proximal coil, nor the positioning coil were properly soldered and were moving freely/loose on the core wire. It is unknown if the distal end of the distal coil was properly soldered, since a significant amount of force was put on delivery system when pushing it out of the microcatheter which could have potentially damaged the unit. However, there should have been no effect on the proximal end of the distal coil or either end of positioning coil from pushing. When the unit was prep/cut for sem, it was noted that the proximal end of the proximal coil was also not properly soldered and was also able to move freely on the wire. The distal end of the proximal coil was the only joint that was soldered properly; the coil slipped off since it was not soldered at the proximal end. There was nothing done to the mc prior to usage. The event happened during lab testing, so the catheter was used multiple times with other enterprise systems, and no saline or constant flush was applied. The device was used for pushability testing, pushing through a microcatheter, one time prior to the test for conformability during which the reported event occurred. It was reported that it probably sat for about a week or two before being tested for conformability. During laboratory testing saline is note used; everything is tested with deionized water (di) or tap water. The devices often sit multiple weeks and are then reused for additional testing. For push ability, the unit would have only been exposed to 37c water. Once the test is over, it is re-sheathed without it ever being deployed. The amount of water that ends up remaining in the introducer is minimal and usually will dry up within a week or so. Additionally, for the conformability testing that was done, the water that flows through the vessel is 37c tap water with a blue or green food coloring added. This allows better visibility. The unit was prepped with clear water and then pushed through the microcatheter for deployment. There is some back feed of the blue water through the microcatheter and that is where the enterprise wire would have been exposed to the blue coloring. One non sterile enterprise vrd and delivery was received for analysis. The only component received was an enterprise delivery system; unit was received cut in several sections. As noted, this was not a distributed device; it was being used for internal testing and was pulled from expired product (expiration date of 6-2011 and used (B)(6) 2012). Results performed at lake region were as follow: the coil to core joint regions of the coils and the core wire do not present visible solder material, but do present dark discoloration/deposits on and between the coil wraps and the core wire surface in the joint regions. In addition, the coils present verdigris (light blue-green) colored deposits between the coil wraps. The coil wraps in the joint regions also present tool marks consistent with the buffing operation normally applied to soldered joints at lake region medical. The exposed core wire in the joint regions appears to present dark deposits and surface roughness. The coil segments do present indications of solder being present at some point prior to the observation that "solder joints seemed to be missing." Sem analysis (including "secondary" and "backscatter" imaging) with eds will facilitate analysis of the joint regions. No other damage or inconsistencies are noted to the specimen at this time. Except where noted, the specimen device appears visually and dimensionally correct. Sem and eds analysis results showed that the core wire fracture/separation surfaces presented evidence of chemical attack (also known as corrosion); however, it was not possible to determine conclusively when or how the chemical attack occurred. The coil presents evidence of foreign material deposited on its surface. The corroded area for the core wire was scanned for identification via x-ray analysis. The x-ray spectrum of the corroded area yielded elemental carbon, oxygen, sodium, fluorine, nickel, titanium, silicon and tin; also, the foreign material which was on the coil surface was scanned for identification via x-ray analysis. The x-ray spectrum of the surface deposit yielded elemental carbon, oxygen, chlorine, sodium, platinum, silver and tin. Even though silver was only present in the coil deposited material and not in the corroded area, it is important to mention that the solder alloy used in the distal and in the proximal joints is 1% to 5% silver and 95 to 99% tin. Evidence of cutting characteristics was observed in one of the separation surfaces for the core wire. There was no evidence of smearing and/ or ductile dimples. No functional analysis could be performed because of the enterprise delivery wire received conditions (broken in several sections). The reported difficulty deploying the enterprise through the microcatheter and resistance/friction could not confirmed or be evaluated with functional testing due to the received condition of the product. In addition neither the stent nor the involved microcatheter was received for analysis. Based on the available information, the reported event maybe related to not using proper flush during use of the device and handling not consistent with clinical use, thereby increasing the occurrence of the resistance friction and deployment difficulty. The use and handling of the device are factors that may have contributed. The reported delivery wire separation was confirmed. Sem results showed that the core wire fracture/separation surfaces presented evidence of chemical attack (also known as corrosion); however, it was not possible to determine conclusively when or how the chemical attack occurred. The manipulation against resistance is also a factor contributing to the separation. The reported event was confirmed, but the cause could not be determined due to the received condition of the device. Further analysis of the missing solder and root cause could not be determined due to chemical attach on the device. At this time it is not possible to assign a root cause for the apparent missing solder joints; however, with review by lake region the coil segments presented evidence of soldering having been present at some point prior to the observation that solder joints seemed to be missing. These observations are based on the evidence presented by the sample and information provided by the supporting document. Per lake region the device history review indicates this final packaging lot, from two delivery wire assembly lots and two stent assembly lots, was final inspection tested and deemed acceptable for shipment. A review of the DHR of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The delivery wire coil to core wire joints (all joints) undergo 100% non-destructive pull test during assembly and numerous 100% visual inspections under 30x magnification during the assembly and dispenser loading processes by production and qc staff.

Manufacturer narrative:
The product is available for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt